Event description:
It was reported that the pump touchscreen was scratched and less responsive. There was no reported adverse impact to the customer. Customer declined follow up from tandem technical support. No additional information was provided.